Manufacturer narrative:
(B)(4). Results of investigation: the customer was contacted by the (B)(4) of carefusion's customer advocacy team and the customer stated that there is no longer an issue with autocycling on the ventilator and would contact us if they have any more issue. No product was returned to carefusion. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was experiencing auto cycling during a flight during several events while on several patients. There was no patient harm reported.